Event description:
It was reported, the patient was to have a pump revision on 2014 (B)(6) and the surgeon would be moving the pump to the other side of the abdomen. It was initially unknown why they were moving the pump, but the reporter was previously told the pump was difficult to refill. Patient symptoms were not reported. It was further reported actions taken to resolve the event included repositioning the pump closer to the skin surface. It was believed the patient was receiving effective therapy. The pump was being used to deliver baclofen. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(6).